Manufacturer narrative:
During an evaluation of an citadel plus bed frame that returned from the customer due to expiration of the rental period, an unintended lowering of a backrest section was observed. No patient was involved. No injury occurred. The device evaluation conducted by the arjo representative revealed that at time of raising the backrest section (beyond 40 degrees), the backrest actuator CPR cable was catching the top part of the actuator and activated the CPR function (lowering of backrest). The reported issue was resolved by securing the cable routing and tightening the loosen screw. After the repair, the device passed the function test. Checking if the bed achieves full range of motion and if all CPR functions work correctly are part of quality check process conducted before all rentals of the bed frames. If the result of the test is unsatisfactory, the service repair to be conducted. Only fully functional beds are rented to the customers. Summarizing, the backrest section of the bed was lowering unintended therefore the arjo bed did not meet its performance specifications. The movement was not observed at time of use the bed by a patient. No adverse outcome was reported.

Event description:
During an evaluation of an citadel plus bed frame that returned from the customer due to expiration of the rental period, an unintended lowering of a backrest section was observed. No patient was involved. No injury occurred.